Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 23rd april 2026, it was reported by an arthrex employee via email that for 2 units of ar-3638, knotless fibertak¿ with #2 suture (5-box), abnormal resistance was encountered when inserting the ar-3638 using the ar-3638dc drill guide from the knotless fibertak¿ dispoable kit, curved. As a result, neither drill could be inserted due to damage to the inserter tip of one drill or bending of the tip shaft of the other. This was detected during use in a meniscus stabilization procedure on (B)(6) 2026. The procedure was completed successfully using ar-3636 (lot:unk) and ar-3638ds (lot:unk). No significant surgery delay reported. No fragment broke off inside the patient. No additional anesthesia administered to the patient. No information about a drill used to prepare/tap the bone socket for insertion of the implant. Bone quality of the patient is unknown.